Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9821 serial/batch number (B)(6) was received for investigation. Upon visual evaluation, it was noted that the ceramic and electrode were seriously burned. The sheath plastic that covered the outer tube was damaged, exposing the metal. It was observed that scratch lines around the outer tube at the distal end close to the ceramic face were visible. No functional test was performed because of the damage. User error is the most likely cause for the reported and observed failure. Caused by prying/leveraging of the device against bone/bony tissue, use of the device for extended periods, and/or excessive activation time of the device can cause it to overheat. Per dfu-0242-7 at revision 0. E. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. 13. Prolonged ablation should be avoided. Intermittent pauses in ablation are recommended, to allow warm fluid and tissue debris to be evacuated from the joint. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the tip of the ablator has turned black and a black rubber ring has come off in the patient. Everything was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.